Event description:
It was reported that the implantable pulse generator (ipg), right ventricular (rv) lead and right atrial (ra) lead were explanted due to an infection. There was drainage from the pacemaker incision and poor site healing. The infection was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.